Event description:
The customer reported "unit is stating in need of calibration after being calibrated". There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This report is a duplicate of pr# (B)(4), MDR# 1218950-2015-02642.